Event description:
It was reported that the patient presented for scheduled implant procedure. During procedure, it was noted that the newly placed right ventricular (rv) lead exhibited loss of capture and high pacing impedance. The rv lead was not implanted, and an alternate rv lead was implemented instead on (B)(6) 2025. The patient was in stable condition.